Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with lowest self-reported blood glucose of 44 mg/dl, following multiple meal announcements in a short time frame and incomplete carbohydrate intake; education was provided on appropriate meal dosing and timing. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included device low and urgent low alerts and self-treatment with oral carbohydrates, after which glucose trended upward. Investigation included review of reported device alerts and user-reported meal and carbohydrate intake patterns, along with troubleshooting and education. Investigation of this case revealed use of meal announcements as corrections and likely excess insulin relative to consumed carbohydrates. It was concluded that user-related dosing behavior likely contributed to hypoglycemia, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.